Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. On an unreported date, the patient was hospitalized for fungal peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated for the event with unspecified anti-inflammatory drug. The pd therapy was withdrawn during treatment. At the time of report, the patient was recovered. No additional information is available.